Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device with 510(k) k090140. (B)(4). Summary of investigational findings: no product is returned to assist the investigation and without the actual complaint device it would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us concerning "filter legs was not attached to ivc wall, and movement of the filter was confirmed inside of ivc". It is noted, that another product was used to complete the procedure and that there was no adverse effect to the patient. However, it is seen before that the filter legs can be somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if the filter is not placed in ivc. It is noted that patient did not experience any adverse effects. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: access was gained from right jugular vein. The patient's anatomical form were suitable for the procedure (diameter of the ivc was about 30mm), confirmed by pre-operation examination (as CT). When the physician expanded the filter, the filter legs was not attached to ivc wall, and movement of the filter was confirmed inside of ivc. Therefore, the filter was retrieved from the patient's body with consideration for migration of the filter. Another product was used instead to complete the procedure. Patient outcome: no adverse effect to the patient reported.